Event description:
The customer reported that while the device was returned to bench for calibration it was discovered during testing, paddle shock rebooting.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.